Manufacturer narrative:
The c111 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of high results for bilirubin direct gen.2 (bild2) for neonate patients undergoing phototherapy tested on a cobas c 111 analyzer. The date of even is an approximation. An example of results was provided for 1 patient tested in (B)(6) 2025. A "recent" result from the c111 analyzer was 2.2 mg/dl. The "previous" direct bilirubin result from the hospital using an unspecified competitor method was approximately 1.0 mg/dl. The "current" result from the c111 analyzer was 2.9 mg/dl. It is not clear if any of the results are from the same sample. Clarification has been requested but has not been provided.

Manufacturer narrative:
Clarification was received that the bild2 results were from different samples. The result of approximately 1.0 mg/dl was from a different sample from a non-roche instrument. The doctors are questioning the high results from the c 111 instrument due to this difference. Product labeling states: "under the influence of intense blue light in vivo; e.g., during phototherapy, circulating bilirubin is partly transformed into a water-soluble isomer called photobilirubin, a potential substrate for bilirubin tests. This photobilirubin fraction is rapidly eliminated in vivo, but is detected by bild2 and may lead to falsely elevated bilirubin results." The investigation did not identify a product problem.